Event description:
The customer stated that she was treated by the paramedics three or four times due to low blood glucose levels. The customer also stated that she was unconscious when the paramedics arrived. The customer did not provide any dates or blood glucose readings for the events. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.